Event description:
Additional information about the re-do procedure was received stating that the team implanted an ace device anterior to the slda and another ace device posterior to the slda. The final result was mild tr.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5 g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Per the information provided, there were no anatomical or procedural complications during the index procedure. Due to the limited details, the definitive root cause is indeterminable. Evaluation of the available information is unable to identify a potential root cause for this event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from cyprus, edwards received notification of a pascal precision ace procedure in tricuspid position. Approximately, eight (8) months post-procedure a single leaflet device attachment (slda) was detected. As reported, there were no anatomical / procedural complications during the index procedure. The initial mitral regurgitation (mr) grade before the index procedure was torrential, it was mild post-procedure, and severe after the slda happened. The patient was reported to be well but with easy fatigue. The strategy was to re-intervene the patient (redo pascal) twenty-five (25) days after the detection of the slda.